Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the bronchovideoscope displayed an error message: b30 scope communication error. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, g2, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found fluid invaded the scope connector and damaged the plug unit causing b30 error code which was resolved after aeration. Based on the results of the investigation, the most probable cause of the complaint is traced is expected or random component failure without any design or manufacturing issue due to electrical/electronic component problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.